Manufacturer narrative:
Results of functional testing indicate the therapy capacitor needed replacement. Once replaced, the device returned to full functionality and remains at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's shock energy was low. There was no patient involvement.